Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead dislodged while cannulating the coronary sinus. The lead was later repositioned with similar measurements. Shortly after completion of the implant procedure the patient reported experiencing hiccups. The device was checked and ra loss of capture (loc) was observed with increased pacing thresholds and increased, but in-range, pace impedance measurements. The physician suspected micro dislodgement and elected to wait to intervene as the patient was asymptomatic and the device was appropriately tracking atrial sensing. Information was later provided that the physician believed they removed a small amount of myocardial tissue in the lead helix upon dislodgement that prevented secure fixation of the lead upon repositioning at implant and attributed this to operator technique. Ultimately a revision procedure was performed wherein this ra lead was explanted and replaced. No adverse patient effects were reported.